Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to low blood glucose level, on unknown date, and with unknown blood glucose level. Customer also reported that the retainer ring was missing and reservoir was able to lock in place when inserted into the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This is a duplicate case. This case was reported under MDR number 3004209178-2020-80729. (B)(4).